Event description:
It was reported that there were episodes of right ventricular (rv) loss of capture (loc) and high pacing thresholds on this pacemaker system, which was first noted by the healthcare professional (hcp) after the patient was given a 7-day holter monitor due to complaints of chest pain and palpitations. The loc included periods of greater than two seconds of asystole. There was also concern that a back-up pace was not issued by the auto capture function when there was loc. The hcp elected to program autocapture off, and the patient was given another 7-day holter monitor. No adverse patient effects were reported. The associated rv lead is a non-boston scientific product. Technical services (ts) was consulted and confirmed the holter monitor clearly shows loc. Since high pacing thresholds were noted despite the rv automatic threshold (rvat) being programmed to fixed outputs, ts explained this could be due to a change in patient condition and/or change at the lead/tissue interface (again, this is a non-boston scientific lead). Ts also notes the patient appears to have numerous atrial tachy response (atr) episodes that appear to be likely sinus tachycardia and not a true atrial arrhythmia. Programming recommendations were provided to the field.

Event description:
It was reported that there were episodes of right ventricular (rv) loss of capture (loc) and high pacing thresholds on this pacemaker system, which was first noted by the health care professional (hcp) after the patient was given a 7-day holter monitor due to complaints of chest pain and palpitations. The loc included periods of greater than two seconds of asystole. There was also concern that a back-up pace was not issued by the auto capture function when there was loc. The hcp elected to program autocapture off, and the patient was given another 7-day holter monitor. No adverse patient effects were reported. The associated rv lead is a non-boston scientific product. Technical services (ts) was consulted and confirmed the holter monitor clearly shows loc. Since high pacing thresholds were noted despite the rv automatic threshold (rvat) being programmed to fixed outputs, ts explained this could be due to a change in patient condition and/or change at the lead/tissue interface (again, this is a non-boston scientific lead). Ts also noted the patient appears to have numerous atrial tachy response (atr) episodes that appear to be likely sinus tachycardia and not a true atrial arrhythmia. Programming recommendations were provided to the field. Information later received from the field indicates this patient was given another 7-day holter monitor, which was normal. The device was reprogrammed (the automatic capture feature was programmed off and outputs were left at their current value). This system remains implanted and in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.